Event description:
Pt complains of aches and pains, dry mouth, painful breasts, itching, redness and swelling of skin, swelling of joints, chronic fatigue, swelling of hands and feet, unusual hair loss, rashes and infections.